Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-23-us, serial/lot #: unknown. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during withdrawal of the delivery catheter system (dcs), the proximal end of the nose cone of the dcs caught the inflow portion of the valve frame. During the attempt to the free the nose cone from the valve frame, the valve dislodged above the native annulus on the non-coronary cusp side. No adverse patient effects were reported.